Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found a blocked solenoid valve. The fse cleaned the rinse station and vacuum circuit and cleaned and adjusted the cell rinse nozzles. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 158 mg/dl. The customer questioned the result as it did not match the patient's previous result. The sample was repeated and the result was 92.9 mg/dl. Another sample from the same patient was tested and the result matched the repeat result. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.